Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected rwbc content in the platelet product. No medical intervention was required. The complaint was identified by the customer's lab after the disposal had already been discarded, therefore, it is unavailable for return for eval. (B)(6). This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The customer was unsure of the lot number. It may have been lot number 05t3104, exp date 05/01/2013. Investigation: the run data file (rdf) was analysed for this event. Signals in the rdf did not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the rdf and the trauma accel system operated as intended. Based on the available info, it is possible that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Investigation eval and corrective actions are in process. A f/u report will be provided.